Event description:
This fiber was originally identified by american medical systems' quality system as not a complaint based on the joules used. However, the environment code criteria later changed. Based on the criteria change, this fiber would have been considered a complaint. It was reported by the customer that on (B)(6) 2010, the fiber fired straight out at 124,212 joules. No injury was reported.

Manufacturer narrative:
American medical systems' quality system determined that based on the initial environment code criteria, the event was not a complaint. Therefore, the fiber was scrapped w/o analysis.